Manufacturer narrative:
The insulin pump was received with blank display; the problem is isolated to the motherboard. Unable to verify e15 or check settings due to blank display anomaly. The insulin pump had minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an external flash error alarm, check setting alarm and setting cleared alarm. The customer reported that the insulin pump reset and deleted all the setting. The customer's blood glucose was unknown at the time of incident. The customer was assisted with programming time and date. The customer stated that a basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.